Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with mild calcification and moderate tortuousity in the proximal left anterior descending (lad) artery. Upon withdrawal of the intravascular ultrasound (ivus) catheter at the completion of the first run, the physician noticed that the distal tip was detached and missing. No resistance had been met upon the removal. The distal tip was successfully retrieved together with the guidewire. A stent was placed, a balloon was used and another ivus catheter was used to complete the case. The pt condition was reported to be "stable".